Manufacturer narrative:
E.1 (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd epicenter¿ data management system, the demographics for an order changed the name of the patient's sample. No patient impact reported.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving epicenter. It was reported by the customer that the demographics changed for an order and wanted bd to investigate. The name was changed to the correct patient. No other issues were reported. Bd investigated the issue. The lab gave one example of the alleged issue and was unable to see where the suspected issue was. No defect was found. After reviewing the reported issue, we confirmed that the system is functioning as expected and no defect was identified. The results observed were consistent with the provided inputs and configuration, and no reproducible error was found. As there is no actionable issue remaining, the case has been closed. If new information becomes available that demonstrates an unexpected or reproducible issue, we can reassess it at that time. This is an unconfirmed failure of a bd product. Review found complaints of this type were under statistical control for the month of november. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.

Event description:
It was reported during use of bd epicenter¿ data management system, the demographics for an order changed the name of the patient's sample. No patient impact reported.